Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator head) and a visual evaluation noted that the returned ligator head had five bands attached. The device was observed under magnification, and the lligator head teeth, the bands, including the suture hole, were in good condition. The handle had marks of the trip wire, indicating that it was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was determined that the device did not have any visual damage. The unit returned did not show evidence of either the alleged problem(s) or any defect which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected. Block h11 (correction): section e1: this event was reported by the sales representative. The healthcare facility is: (B)(6).